Manufacturer narrative:
(B)(4). Results: anatomy related; long and narrow proximal neck. Conclusion: anatomy related; long and narrow proximal neck.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was a kink observed in the implanted stent graft during the index procedure. The ipsilateral limb compressed proximally just distal to the graft bifurcation. The patient¿s aortic neck was long and ended at flow divider/bifurcation of the graft. The grafts ipsilateral limb was compressed from patient anatomy. Another manufacturer¿s stent was implanted in the patient and blood flow was restored. No additional clinical sequelae were reported and the patient is fine.